Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm tip up fenestrated grasper instrument broke in an unusual way. The customer described that the metal piece that inserts into the grey shaft was dislodged and turned 90 degrees, it was held by a cable. The customer needed to remove the cannula with the instrument and replaced both cannula and instrument for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not required to be dispatched to the customer site to further investigate the reported event. The i8mm tip-up fenestrated grasper instrument could be used by placing on a new port. The system was verified and ready for use.